Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The cause of the f-38 alarm was determined to be damage to the force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have experienced the f-38 alarm. No additional information is available.